Manufacturer narrative:
Sharp edges on headboard damaged from impact.

Event description:
It was reported by service report that the headboard was damaged and there were sharp edges. No pt involvement or adverse consequences are reported.